Event description:
The MFR rec'd info alleging an everflo oxygen concentrator was not producing oxygen. The pt was admitted to the hospital for one day for low blood oxygen levels and was discharged.

Manufacturer narrative:
The device was evaluated by the MFR. The technician confirmed the device was not producing oxygen due to the compressor being locked. The compressor was replaced to correct the issue.